Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence. Correction h6 - device code should be 1483 instead of 3190.

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the pc displayed the "replace generator soon¿ message. No further intervention has been planned at this time.